Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) units image on screen was distorted. Unable to see a clear image. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields - h6 (type of investigation, investigation findings, investigation conclusions). Additional point of contact: name:(B)(6), occupation:biomed, e-mail address:(B)(6). A getinge field service engineer (fse) was being dispatched and during the pm it was being found that the fse was not able to see a clear image on the screen. The fse had also stated that they are waiting for customer to see if they will pay for repair or retire this unit. But later the customer had denied from the repair due to which the service will not be performed on this unit. H3 other text : customer denied repair.